Manufacturer narrative:
The following other hip devices were also listed in this report: triathlon prim cem fxd bplt #7; cat# 5520-b-700; lot# sje9m; triathlon #7 cr insert 11mm; cat# 5530-p-711; lot# lax072. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer

Event description:
The clinical research scientist, (B)(6), reported that as a consequence of the 5-year questionnaire mail-out a participant highlighted they were readmitted for an operation on their right total knee replacement in (B)(6) 2012. This was not a revision but was to remove some tissue to attempt to reduce symptoms of pain.

Manufacturer narrative:
An event regarding pain involving a triathlon femoral component was reported. The event was not confirmed. A review of the provided medical records and/or x-rays by a clinical consultant indicated: issue with reoperation and additional patellar resurfacing due to pain some 4-years post primary triathlon total knee arthroplasty in a (B)(6) male patient with morbid obesity. No implants were returned for investigation as they remain to be implanted. Radiology post revision confirms the patellar resurfacing, component is placed somewhat eccentrically over the proximal patellar pole while the knee components show a relative varus configuration across the knee with zero degree axis instead of the normal physiological valgus of 6° - 7°. Additionally, there is an oblique joint line relative to the horizontal. No other clinical information is available about the revision procedure or its outcome. All problems of this case relate to the general questions of patellar resurfacing or not made worse in this case by several malalignment issues across the knee arthroplasty contributing among more to problems with patellofemoral tracking and as such may contribute to pain in the arthroplasty. Because optimal component position is the responsibility of the surgeon, the root cause of failure in this pi case is procedure-related. There is no evidence to suggest that device-related factors may have played a role while the role of patient-related factors is less evident. The patient may have been morbidly obese with his (B)(6) although obesity would not normally play a role in the pathogenesis of patellofemoral problems. Obesity may have impaired optimal exposure of the knee during primary arthroplasty and as such have contributed to some malposition of components and thus have acted as an indirect cause of all trouble. This pi case has its root cause in procedure-related factors and is not device-related. -medical records received and evaluation: all problems of this case relate to the general questions of patellar resurfacing and several malalignment issues across the knee arthroplasty contributing to problems with patellofemoral tracking and as such may contribute to pain in the arthroplasty. Obesity may have impaired optimal exposure of the knee during primary arthroplasty and as such have contributed to some malposition of components and thus have acted as an indirect cause of all trouble. Device history review: there have been no relevant reported discrepancies for the referenced lot. Complaint history review: there have been no similar reported events for the lot referenced. Conclusions: the reported event details additional surgery took place to remove some tissue to attempt to reduce symptoms of pain. It must be noted that there is no reference to tissue removal and that the patients patella was resurfaced during this surgery. Based on a clinician review of the medical information provided, it would appear that mal-alignment of the reported devices may have also contributed to the reported pain. Whether all pain symptoms have been relieved by the patellar resurfacing remain to be seen because of the relative varus deformity across the knee that remains in place.

Event description:
The clinical research scientist, (B)(6), reported that as a consequence of the 5-year questionnaire mail-out a participant highlighted they were readmitted for an operation on their right total knee replacement in (B)(6) 2012. This was not a revision but was to remove some tissue to attempt to reduce symptoms of pain.